Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the patient has had increased seizures for the last 2-3 months consisting of staring spells with impaired awareness. Diagnostics noted in the clinic notes indicate normal device function, however the battery was at, near, or past end of service. A battery life calculation performed confirms the generator is likely at, near, or past end of service. Additional information was later received indicating the generator could not be interrogated by the surgeon and neurologist due to end of service. Surgery to replace the patient's generator due to end of service is likely. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient's vns generator has been replaced. Attempts for the return of the explanted generator were unsuccessful as the site does not return devices at normal end of service per hospital policy.

Manufacturer narrative:
Analysis of programming history.